Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a the manufacturer's service center for evaluation for return to stock recertification. There was no harm or injury reported. During the evaluation, the device failed initial power up. Completed device evaluation and repair is pending. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed. Additional findings not related to the malfunction/issue: the mac address label added because the original was damaged.

Manufacturer narrative:
Device evaluation completed 26march2026 indicates the allegation that the device failed initial power up could not be confirmed nor duplicated on operational check during preventative maintenance and testing at the manufacturer's service center. It was confirmed the device passed all testing and the device was without failure. Additional non-operational findings: the serial/material number label was damaged and required replacement, the handle o-ring was missing and was replaced. The faa label was missing and was replaced. Periodic maintenance was completed on the device according to schedule.